Event description:
Pt had bilateral breast reconstruction in 1985 using "pahsilicone" gel filled breast implants. Suspected rupture necessitated removal. Upon removal, rupture of right implant confirmed. Left implant intact.